Event description:
It was reported on (B)(6) 2010, the patient's ins recharger was not charging. The patient reported broken connector pins. Replaced cable assembly with broken connector. Additional information was received stating that the patient did not meet with the physician regarding this event. The patient's recharger was replaced and the patient was then able to recharge successfully. The patient had a "second problem" (which was not described) in (B)(6) 2010. The patient, then, had surgery to fix this problem with the system on (B)(6) 2010. The patient was, thereafter, not having problems with the device system. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).